Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, apidra is used in the cartridge. An infusion set change was performed and the occlusion alarms continued. The customer's blood glucose levels ranged between 90-201mg/dl. Tandem technical support informed the customer that apidra was contraindicated for use with the pump and advised the customer to perform a cartridge change to address the issue. Reportedly, the customer performed a cartridge and insulin change to address the issue.